Event description:
It was reported that the post op check revealed high rv (right ventricular) thresholds and low r-waves. Micro dislodgement of the right ventricular (rv) lead was suspected. It was noted that the patient was rechecked in office the next day and fluoro showed that the rv lead slack had been reduced but no macro dislodgement. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2014. (B)(4).